Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found a tear in the seal near the guide ring of the sc (sutureless) connector. (B)(4).

Event description:
It was reported that the patient experienced difficulty walking and a headache associated with incision healing. Immediately after implant, morphine and bupivacaine were put in the pump. 1½ days later, the patient experienced bloating, bowel incontinence and leg numbness. The patient had to stand up in one place until the numbness went away. The patient also had ¿really bad frontal headaches like migraines¿. The patient also had swelling around the catheter incision. Five to six weeks post-surgery, due to this swelling, a CT and dye study was done and verified that the catheter was in the right spot and functioning properly. Bupivacaine was taken out of the pump and the patient put ice on her back. The next time the patient went in, on (B)(6) 2013, the morphine was taken out of the pump. Dilaudid was then put in the pump. They reported patient symptoms resolved after dilaudid was put in the pump. Due to the little amount that was used, the patient¿s pain was not well controlled. The patient started taking more of her oral medication. She did not restart using her fentanyl patch. The dilaudid continued to be increased. On the (B)(6), the patient went to the emergency room (ER), the healthcare provider (hcp) increased the dilaudid, but the patient still did not get pain coverage. The patient was taking 2 ¿hydromorphone¿, but the pain was overwhelming. The patient was hesitant to continue contacting her hcp, as she didn¿t want to be a ¿pain¿. It was reported that the patient experienced acute pain. The device system was used to deliver dilaudid. The patient later stated that the pump started with morphine and bupivacaine for the trial. During the trial, the patient¿s arm went numb for a few days. The patient stated that they had gone to the ER ¿because of drugs¿, and they swelled up three times their size. They had fecal incontinence for four months. The patient stated that with their permanent implant, both legs went numb. Morphine made the patient sick all the time. The patient had never taken oral morphine. Their healthcare provider took out bupivacaine. The patient reported that the pump was not working, and they wanted it explanted. They stated ¿they were not sure that they had the correct drugs in the pump at the moment¿. The patient stated she thought their healthcare provider was not refilling her pump, and instead they were just giving her an injection of pain medication. The patient stated that they took more oral medication now than they did before surgery. The patient stated that on (B)(6) 2013 they had their pump turned down 56%. The patient stated they had not been getting enough pain relief since implant. The patient stated that with the 56% decrease, they felt exactly as they did before the decrease, and therefore ¿knows the pump is not working¿. The patient did notice their muscles getting tighter, they noticed more hurting, and they were taking more pain medicine. The patient stated that no one was helping her. The patient stated at their last refill, they felt great for eight hours then after they were sicker than a dog for three days. They stated ¿this was an injection of some type¿. They stated they had no doctor appointments established. The patient stated that prior to the pump they had a fentanyl patch, but they had not used the fentanyl patch since the pump was implanted. The patient also took hydromorphone ¿in pill form¿. Also prior to the pump they were not taking the valium, and they were on less hydromorphone. The clinician recommended they ¿had to keep titrating up¿ the hydromorphone. The patient stated they did not want this because the side effects were horrific. They noted side effects of fecal incontinence, blowing up ¿ten times their size¿, a plate in their throat, choking on food more, peeing more. The patient stated their doctor stated they would explant the pump. It was later reported that patient experienced symptoms from the time of implant including fecal incontinence, urinary incontinence, dizziness, increased pain, numbness in legs, and they passed out once. The reason for device removal was that the patient had side effects and they wanted it removed. The representative noted that it was possible there were other neurological issues undiagnosed. A CT and dye study showed no catheter issues or granuloma, and the results were noted to be ¿satisfactory¿. The catheter was noted to be at c4.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4)

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.